Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced amnesia ("memory/could nod remember") and pain ("severe pain in my right side"). The patient was treated with surgery (hysterectomy bilateral salpingectomy, left oophorectomy/lavh with davinci). Essure was removed. At the time of the report, the medical device removal, amnesia and pain outcome was unknown. The reporter considered amnesia, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: information receive via social media new events amnesia and medical device removal based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced amnesia ("memory/could nod remember"), pain ("severe pain in my right side") and musculoskeletal pain ("right shoulder pain"). The patient was treated with surgery (hysterectomy bilateral salpingectomy, left oophorectomy/lavh with davinci). Essure was removed. At the time of the report, the medical device removal, amnesia, pain and musculoskeletal pain outcome was unknown. The reporter considered amnesia, medical device removal, musculoskeletal pain and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of ptcall the information from deletion case 2019-223555 was transferred to this case. New reporters, event "shoulder pain " and reference section was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.